Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges cannula housing unlocks unintentionally. Caller stated the connector of the infusion set is broken at the connector plate and the needle came out of the body. No adverse event reported. Requested return of the alleged device and replacement was sent.